Event description:
It was reported to the aci sales professional that a male patient underwent a coronary interventional procedure on (B)(6) 2010. Access was obtained via a 6f sheath. Heparin and plavix were administered peri-procedure. The physician, trained to the mynx and with the aci sales professional present, prepped and deployed the closure device per instructions for use (IFU). Hemostasis was achieved with the mynx closure device. The patient was ambulated and discharged per hospital standard protocol and without any complications. Seven days post-procedure, on (B)(6) 2010, the patient presented to the physician's office with redness and a small pustule oozing pus from the groin. The patient was referred to a vascular surgeon who expressed what was believed to be mynx sealant from the access site in his office. There was no bleeding observed. However the physician opted to admit the patient to the hospital on (B)(6) 2010 where the patient was given vancomycin and unisyn intravenously, even though a culture taken was negative for infection. The patient was discharged on (B)(6) 2010. No further clinical sequelae were reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited procedure and patient information provided, the cause of the reported local reaction could not be conclusively determined. It was reported that the culture was negative for infection. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Plus, hemostasis was achieved successfully and therefore there is no evidence to suggest that the mynx device did not meet specification or perform as intended. The review of the lhr (lot # f1015907) indicated that the mynx device met all established performance criteria prior to shipment.